Event description:
Edwards received information that a bioprosthetic valve, implanted approximately nine (9) years, was explanted due to stenosis with calcification and pannus growth. Op note indicates: "the patient's prior bovine mitral had evidence of a pannus on it posterior aspect as well as on one of the leaflets ateriorly restricting its movements." The explanted device was replaced with another edwards bioprosthetic valve. The patient is reported in stable condition.

Manufacturer narrative:
(B)(4). It was reported that the valve was explanted due to stenosis with calcification and pannus overgrowth. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Although the root cause of this event cannot be conclusively determined, it appears that the patient's stenosis was likely caused by the findings noted. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. No further actions are possible with the available information.